Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Leaving strings of the lead string on myself- vaginal [foreign body in reproductive tract]. Tampon string falling apart [device breakage]. Case narrative: consumer reported via e-mail that the tampon string broke into pieces. No serious injury reported.